Event description:
It was reported by the patient that although the green power indicator light was lit, the previously working remote monitor did not respond when the start button was pressed. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the voltage from the power supply was out of specification. With this power supply, the monitor was unable to power up.